Manufacturer narrative:
(B)(4). Date sent: 02/10/2017.

Event description:
It was reported that during a gastric sleeve procedure, after the third reloading, it did not cut correctly. The tissue was pushed forward, instrument was stopped and tissue was stapled and cut. Some staples were unformed in the situs, and after reloading again, the same problem occurred. A new reload was used to complete the procedure, which functioned normal. No further information is available. There were no adverse consequences for the patient reported.